Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported adverse impact to the customer. The customer successfully resumed pump operation and insulin therapy after performing a pump reset earlier without assistance from technical support.